Manufacturer narrative:
Reference uf # 0533050000-2022-8037. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus arterial cannula, it was reported that the cannula had dislodged. The patient was being evaluated for decannulation and was cannulated in right common carotid artery (caa) with the device. The white collar was used for suture securement and the cannula had moved and dislodged from the caa with all the sutures intact. This happened one hour into the clamp trial. The lines were being inspected by the perfusionist. The perfusionist was standing close to the cannula and checking the cannula with a flashlight. There was no tension on the cannula. The customer gently pointed to the cannula connector and the device was suddenly dislodged and pressure was kept on the vessel. Extra-corporeal membrane oxygenation (ECMO) code was called, the surgical team arrived and a new 12 fr cannula was placed in the vessel. The venous cannula was used to transfuse the patient, a massive blood transfusion and resuscitation were required. It was also reported the patients entire circuit was changed as patient was on bivalirudin and the arterial limb had been clamped off for a period of time. Patient was also off support for 29 minutes. Medtronic received additional information that the patient was going to be decannulated later that day. The patient had a set back and extended her ECMO run for 14 days. It was stated that the exact amount of blood loss was hard to tell since it was all on the bed and floor. However, the patient received 878 cc of blood products and 1.1 l clear IV. A new ECMO circuit that was primed with 2 units of red blood cells (rbcs). There was no injury to the patient. It was stated that the patient is neurologically intact but not extubated. In addition to the blood and IV fluid resuscitation, the patient had 4 minutes of CPR and epi doses. Medtronic received additional information that stating when the customer attempted to wean the patient, the patient tolerated decreased flows with adequate perfusion and lactate. The patient underwent a clamping trial for 1 hour during which the patient had increased pco2's (partial pressure of carbon dioxide) and lower pao2 (partial pressure of oxygen) requiring increased ventilatory support. The patient was noted to have increased bloody output from the endotracheal tube (et) tube and there was concern for worsening pulmonary edema vs new pulmonary hemorrhage. A chest x-ray was ordered but was unable to be completed due to concern from ECMO perfusionist and ECMO rn for possible clotting in the arterial cannula which upon inspection came out of the neck and a ECMO code was initiated. The grommet around arterial catheter did not hold the catheter in place, the arterial catheter slipped through the grommet and out of carotid artery. It was stated that the patients' sedation was "light" and they required multiple boluses of ketamine and fentanyl during bridge clamp trial off ECMO when the event occurred.